Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information was requested, and the following was obtained: I have very limited information on this particular complaint. Lots of vicryl pop offs means that this particular surgeon uses an inordinate amount of suture on all cases. There isn¿t an actual number, but I have witnessed this and the circulator and tec on this case mentioned that it was quite a bit of suture (¿his normal amount¿). I do not have any other information and cannot answer the questions you have sent. The following information was requested, but unavailable: what does it mean that ¿the surgeon used a lot of vicryl pop-off during the procedure¿? How many vicryl sutures were used during the procedure that caused or contributed to the patient¿s reaction/infection? Product code and lot number? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction/infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of reaction/infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? Please describe any medical/surgical intervention required for this suture event including dates and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a lumbar fusion on an unknown date and suture was used. The surgeon used a lot of vicryl pop-off during the procedure and the patient presented with a reaction to the suture. Seven weeks post op wound is still draining and is now infected. Reaction treatment was not provided to the sales rep. Additional information was requested.